Manufacturer narrative:
Additional information was received on 19-aug-2021 and it was reported that the clot was located at the tip electrode section of the spine. The system did not present any error messages nor did the physician/user see any product problem. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)-2021 and it was reported that the patient has not exhibited any neurological symptoms since the procedure was completed. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot issue occurred. After left atrium (la) mapping, it was observed that a thrombus was attached to the spine of the catheter. The thrombus was wiped off from the catheter and the procedure was restarted. The procedure was completed without replacing the catheter and with no patient consequence. The product was returned to bwi for evaluation and a visual inspection, temperature, and flow evaluation of the returned device were conducted. Visual analysis of the returned product revealed that no damage or anomalies were observed on the pentaray nav high-density mapping eco catheter. No thrombus/clot was observed. The generator test was performed, in accordance with bwi procedures, and the product was found as working correctly. Also, the flow test was performed, and no issues were observed. Per the event, the device was tested for carto compatibility, and it was found within specifications. A manufacturing record evaluation was performed for the finished device 30511867l number, and no internal actions related to the complaint was found during the review. As part of bwi¿s quality process all products are manufactured, inspected, and released to approved specifications. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. The event described could not be confirmed, as the product performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot issue occurred. After left atrium (la) mapping, it was observed that a thrombus was attached to the spine of the catheter. The thrombus was wiped off from the catheter and the procedure was restarted. The procedure was completed without replacing the catheter and with no patient consequence. No further information is available. The physician commented that relationship unknown.